Manufacturer narrative:
The reported medfusion® syringe pump was returned for investigation. Visual inspection found the device to be in poor condition. The device tamper sticker was void and the top case was chipped and cracked. Additionally, the right plunger case was found cracked. A review of the device event history log found that a motor rate error, check clutch error, and pressure increasing alarm had occurred. During functional flow testing, the device gave a motor rate error. Testing was unable to confirm the check clutch error as the pump would go into the motor rate error during testing. Investigation determined the cause of the motor rate error to be the improper seating of the main board onto the extrusion. Based upon a review of the device event history log, it was determined that the check clutch error was caused by the clutch being released during an infusion. The pressure increase was found to be a part of the device's normal operation. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. MFR# clarification: new registration number (B)(4) is now being used for MFR report number, replacing registration number (B)(4).

Event description:
It was reported that medfusion pump encountered a check clutch error. No adverse health outcomes occurred.